Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The reported blood glucose reading was 24 mmol/l. The customer's doctor felt that the insulin pump may not have delivered insulin accurately. The customer's basal rates had just been raised a couple of weeks prior to the event. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.